Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation. Device investigation revealed the bifurcated device was cut off at the bifurcation and the limbs of the device remained in the patient. The lumen was patent and no device issues were identified. Preoperative computed tomography images were received and reviewed by internal medical director with this impression: the images clearly show the potential for an unfavorable result. The proximal aortic neck is very satisfactory but both iliac arteries are significantly dilated. During the index procedure multiple limb extensions were required to address the iliac dilations. Over time, with progressive dilation, the endoleak occurred. There are no problems with the implanted device. Rather, the progressive pathologic process resulted in the reported endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 9 months post-implant of a bifurcated device, a suprarenal aortic extension and three limb extensions, an endoleak from the bifurcated device was identified. Reportedly, the patient presented with abdominal pain and a computed tomography scan identified an endoleak, at the posterior segment of the main body of the bifurcated device. The physician elected to treat the patient with a dacron graft. The suprarenal aortic extension was explanted, and the physician opted to cut and remove the proximal portion of the bifurcated main body and sewed a dacron graft proximal to the renal arteries and distally to the remainder of the bifurcated device. The physician performed a hypogastric snorkel on the right and implanted an iliac limb extension on the left. The patient tolerated the procedure well.